Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2026-05-27. The failure could be reproduced. A broken belt was identified which got stuck on the pulley, causing damage to the tacho strobe foil, which than resulted in the head error. The broken belt hl20 belt rpm 20 pmo 15 (material#701068194) and the (B)(4)#tacho strobe rpm (material#701007785) were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to "(B)(4)#vario twin, hl 20 5-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for (B)(4) #vario twin, hl 20 5-pumps base with catalog number 701043267, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china during treatment. It was reported that one of the hl20 pumps displayed the error message head and stopped. A worn belt got stuck in the pump so that it could not be turned manually. The pump was replaced during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).